Event description:
It was reported that during use with 2 lots of bd vacutainer® sodium heparin (nh) 158 usp units blood collection tubes an unspecified amount of them had vacuum issues. There was no report of patient impact. The following information was provided by the initial reporter: customer states product exhibits vacuum issue.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2259076. D.4. Medical device expiration date: 30-sep-2024. H.4. Device manufacture date: 16-sep-2022. D.4. Medical device lot #: 2347079. D.4. Medical device expiration date: 31-dec-2024. H.4. Device manufacture date: 13-dec-2022. E.1. Initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples each (lot numbers 2347079 and 2259076) from bd inventory were evaluated by visual examination with the hemogram closure assembly correctly assembled and placed on the tubes. Additionally, ten (10) retention samples each (lot numbers 2347079 and 2259076) from bd inventory were evaluated by functional draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill with the investigation completed. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 2 lots of bd vacutainer® sodium heparinn (nh) 158 usp units blood collection tubes an unspecified amount of them had vacuum issues. There was no report of patient impact. The following information was provided by the initial reporter: customer states product exhibits vacuum issue.